Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient observed degraded foam on his device. The patient alleged to have eye and nose irritation. There was no report of medical intervention being required. The device was returned to a third party service center. The device was visually inspected and found no evidence of sound abatement foam degradation. The device passed final testing. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.